Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: p elite ous mr 28 x 3.00mm stent delivery system was returned for analysis. An examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found 3 breaks in the hypotube, separating the device into 4 pieces. Shaft markers were used to orientate the pieces. The proximal break was 34mm distal to distal end of strain relief, the middle break was 440 mm distal to distal end of strain relief and the distal break was 855mm distal to distal end of strain relief (507mm proximal to distal end of tip). Multiple hypotube kinks were also noted. An examination of the shaft polymer extrusion found no issues. An examination of the tip found no issues with the tip. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 28 x 3.00 promus elite drug-eluting stent was advanced but failed to cross the lesion. However, one distal break occurred when attempting to cross lad and the other two breaks occurred post procedure. The device was retrieved by the use of guide catheter and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 28 x 3.00 promus elite drug-eluting stent was advanced but failed to cross the lesion. However, one distal break occurred when attempting to cross lad and the other two breaks occurred post procedure. The device was retrieved by the use of guide catheter and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. H6: evaluation conclusion codes - corrected from adverse event related to procedure, 4311 to adverse event related to patient condition, d1001. Device evaluated by MFR.: a promus elite ous mr 28 x 3.00mm stent delivery system was returned for analysis. An examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found 3 breaks in the hypobue, separating the device into 4 pieces. Shaft markers were used to orientate the pieces. The proximal break was 34mm distal to distal end of strain relief, the middle break was 440 mm distal to distal end of strain relief and the distal break was 855mm distal to distal end of strain relief (507mm proximal to distal end of tip). Multiple hypotube kinks were also noted. An examination of the shaft polymer extrusion found no issues. An examination of the tip found no issues with the tip. No other issues were identified during the product analysis.